Manufacturer narrative:
This report is being supplemented to provide additional information based on the physical device evaluation and the legal manufacturer's final investigation. Corrected fields: d8, d9, h3, h6 (type of investigation). Additional information was added to field h6.   The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty cable. An additional issue with multiple white dots was also identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that no image was displayed due to a communication failure caused by a failure of the cable. The cause of the faulty cable cannot be presumed.   The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported the hd camera head was unable to display image. There was no patient harm or user injury reported due to the event.